Event description:
It was reported that a 2.5 sigma tibial tray was tried to open to the field and the nurse could not get it out from the packaging. A second one was opened that had the same lot number and the same thing happened. It was like that the plastic packaging had melted together. They were implants that arrived the day before. There was a surgical delay of 5 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this complaint was received for examination. Examination found the inner plastic package warped and deformed, the damage observed confirmed the reported allegation. The device was sent to suzhou mfg site for further analysis. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> product code 158125000, lot number d22063382 was manufactured on 27-jun-2022. (B)(4) parts were manufactured per specification and all raw material met specification. No non-conformances / manufacturing irregularities were identified. The expiry date is 31-may-2032. IFU reference no. Is IFU-0902-00-886. H3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was received for examination. Examination found the inner plastic package warped and deformed, the damage observed confirmed the reported allegation. The device was sent to suzhou mfg site for further analysis. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 158125000, lot number d22063382 was manufactured on 27-jun-2022. 24 pcs parts were manufactured per specification and all raw material met specification. No non-conformances / manufacturing irregularities were identified. The expiry date is 31-may-2032. IFU reference no. Is IFU-0902-00-886. Added: d10 corrected: h3.